Event description:
A customer reported encountering cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The customer received step-by-step guidance to reset the pump, and after the reset, the cgm error did not reoccur. The customer was able to successfully start a new sensor session.